Event description:
It was reported that the patient presented in the clinic with stored episodes of non-sustained lead noise due to myopotential oversensing. Patient was asymptomatic. Programming changes were recommended. Patient will be monitored with routine follow up.